Manufacturer narrative:
Date of event is estimated as event date was not reported.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed and the closure device was implanted in the laa of the patient. There were no complications that were reported. The patient came in for their follow up procedure and imaging showed that there was a device related thrombus present.